Manufacturer narrative:
The device was explanted > 0 days for unknown reasons. Although there are multiple root causes, valves are typically explanted because they are not functioning optimally. The device was not returned for evaluation, as the device availability is unknown. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
Through implant patient registry, it was reported that a patient with a 23mm 3300tfx aortic valve was explanted after an implant duration of 9 years, 8 months due to unknown reason. The explanted valve was replaced with a 23mm 11500a aortic valve. The implantation data card (idc) indicated that the device explant was due to deficiency of the original device. The patient was in recovery post-surgery. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.

Manufacturer narrative:
Multiple requests for additional information and the status of the explanted device for return have been performed; however, the healthcare provider has not provided any additional details regarding this event.

Event description:
Through implant patient registry, it was reported that a patient with a 23mm 3300tfx aortic valve was explanted after an implant duration of 9 years, 8 months due to a degenerated valve, torn leaflet, pannus, and severe aortic insufficiency. The explanted valve was replaced with a 23mm 11500a aortic valve. Per the medical records, the patient presented with aortic valve degeneration. The patient underwent a redo avr. The aortic valve was explanted and replaced with a 23mm 11500a valve. The post op tee showed no ai. It is noted there was no signs of infection in or. The patient tolerated the procedure well and was transferred to the cticu in stable condition. An echo on pod #5 showed a normally functioning 23mm 11500a aortic valve. The patient was treated with antibiotics uti and or culture positive for e. Faecalis. The patient on pod #10, the patient was discharged home in stable condition.